Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring plunger is broken. It is possible that this event could have been influenced by instrument wear , however this cannot be confirmed. Batch review performed on 18 march 2019: lot 1414926: 25 items manufactured and released on 25-nov-2015; 9 items manufactured and released on 25-apr-2016; 16 items manufactured and released on 02-may-2016. No anomalies found related to the problem. To date, another similar event has been reported (MDR 2018-01036).

Event description:
During surgery the locking ball fell out of the handle while a nurse wanted to remove the broach from the handle.